Event description:
The patient lost stimulation sensation about a month prior. The ipg was depleted 30-45%. Upon interrogation, "???" Was displayed in reference to electrode 3. The voltage was increased and the impedence test re-done. The result was greater than 4,000 ohms. Reprogramming did not solve the issue. The ipg and lead were replaced. It was noted that the patient recovered without sequelae.